Event description:
On dial used to select amount of insulin to inject if pt over dials and turns dial back to correct amount, the amount of overdial is injected or wasted out tip of needle. Rptr feels there should be a safety to avoid this.